Event description:
Caller reported alleged discrepant troponin I (tni) results on triage cardiac profiler kit. Three patient samples run with results of <0.05 tni, which was inconsistent with alternate testing method and clinical picture. False negative results on tni may lead to missed diagnosis for mi. To date, the facility has compared the triage meter to beckman analyzer and tested more than 25 patients with 100% correlation.

Manufacturer narrative:
Investigation pending.